Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the failure was not identified. However, it is likely that no image occurred due to cause of charged coupled device failure that was flooding from puncture on cable. As result of confirming contents of the instruction manual at the time of shipment of the product regarding cable flooding, there are following descriptions. It is determined that they may prevent from indicated phenomenon. [Never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.] Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was sent to olympus and evaluation confirmed there was no image due to a faulty charge coupled device. The device also failed leak testing due to a puncture on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head was broken and had no image. The issue was found during reprocessing. There was no patient involvement.